Manufacturer narrative:
Date of event: exact date unknown, event occurred a few days after date of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074428. Product family: scs-ipg-r-MRI, upn: m365sc365sc14320, model: sc-1432, serial: (B)(4), batch: 204375.

Event description:
It was reported that the patient was experiencing pain and swelling around the midline incision site. It was also noted that the patient was experiencing fever and had a fluid discharge at the incision site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted devices will not be returned as they were kept by the medical facility.